Event description:
Resident was being transferred using an arjo sara power lift from wheelchair to bed. Found later to have a dislocated hip. Investigation found that the left hand grip could be pulled out of the lift. Discovered the handle set screw hand backed out all the way. Due to left hand grip bring able to move it could cause person to shift weight on right side causing a break in a resident with severe osteoporosis as was the case in this resident.